Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) demonstrated that the valve was deployed above the native valve, which was stenotic with moderate aortic insufficiency. The valve was pulled upwards into the ascending aorta by goose neck snare. A second 29mm valve was then advanced over the wire and across the native valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).